Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
During t2scn surgery, miss target occurred at proximal screw hole. First screw was missed posterior of the nail and the second screw was missed anterior of the nail. Therefore, the target device was removed and the screw was inserted freehand.